Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cannula involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported failure mode. Visual inspection found that when the returned cannula was compared to a sample in-house 5mm cannula of the same type and from the same lot number, the shafts faced opposing directions, thus confirming that the shaft had moved. The cannula also exhibited a weld defect. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted single-site cholecystectomy procedure, the shaft of the 5mm cannula spun. While there was no harm to the patient; recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted single-site cholecystectomy procedure, the shaft of the 5mm cannula spun. Reportedly, the site was aware that the cannula was an affected device related to an intuitive surgical, inc. (Isi) field action 2955842-02-28-2014-001-r; however, the site made the decision to use the cannula. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On 9/28/2015 isi contacted the isi clinical sales representative (csr) regarding the reported event. According to the csr, the site removed the affected cannula and installed a replacement cannula of a different size to complete the planned surgical procedure.